Manufacturer narrative:
The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned.